Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2002 the patient underwent: partial corpectomy c5; particle corpectomy c6; partial corpectomy c7; anterior cervical fusion c5-6; anterior cervical fusion c6-7; allograft bone rhbmp-2/acs; anterior cervical plating with plate; image intensification. Preoperative diagnosis: cervical spondylosis with hard disc herniation c5-6 and c6-7. Per-op notes: ¿following the partial corpectomies at both c6 and c7, decompression was felt to be achieved and no additional evidence of decompression was noted of either the spinal cord of the nerve roots. Copious irrigation was performed. At this point the space from c6 to c7 was measured using a spanner gauge and a soft ruler. The appropriate sized piece of bone dowel was selected. This was packed with rhbmp-2/acs bone graft. It was then cut, shaped and fashioned to the appropriate size. Following the and corpectomies at c5 and c6 levels the decompression was achieved of the spinal cord and the nerve roots. The disc space was again measured and a piece of bone dowel was selected. This was packed with rhbmp-2/acs bone graft. It was cut, shaped and fashioned. This was then impacted in a smith-roberson manner at the c5-6 level. Fusion was achieved at this point. Copious irrigation was performed and the distraction pins were then removed.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.